Event description:
It was reported that the customer was hospitalized for dka. The customer woke up with high bgs and the lcd screen showed off no power. The batteries were changed and received an error message alarm.